Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient had a cardiac arrest and a remote transmission was issued showing that the implantable cardiac monitor experienced an electrical reset and is at end of service (eos). A follow up with the patient's healthcare provider yielded that the patient has low potassium and has ventricular tachycardia (vt). The icm was removed and replaced with an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).